Event description:
The customer reported the system was not producing an image. Image on monitor was white with lines in it. The technique would also go all the way to maximum. This did not occur in a procedure.

Manufacturer narrative:
.